Event description:
It was reported that (1) tsb45 and (5) tr45b were used during a vats procedure. It was reported by the affiliate that the device would not staple but cut from the second firing to the sixth firing. The case was converted to open since the surgeon could not repair the tissue. There was no consequence to pt.